Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had foreign material in the suction cylinder. The event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
Updated field(s): d8, h3, h6, h11 this report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed residual liquid or foreign material come out of suction cylinder, however, the type of material or root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.